Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. One-to-one correlation could not be made with unique product serial numbers. The baseline gender/age characteristics is male/67 years old. The model listed in the report is a representative of the model family, as there is no specific model listed. The date of death is not available at the time of this report as there is no indication of specific serial number/patient information. Without a device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: comparative analysis of two-lead dx-based crt versus conventional three-lead crt-d: results from a single-center prospective study. Journal of clinical medicine. 2025. 14, 8746. Doi: 10.3390/jcm14248746. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding the safety and efficacy of cardiac resynchronization therapy defibrillator (crt-d) implantation. The authors described patient deaths; however, the causes of death were unknown and described as all-cause mortality or cardiovascular mortality. There were patients who experienced inappropriate shocks due to inappropriate detection of supra ventricular tachycardia (svt) and the devices were reprogrammed, new-onset atrial fibrillation (af), device-related infections, heart failure hospitalizations, and symptomatic left subclavian vein thrombosis which necessitated prolonged oral anticoagulation. There were some patients that required the implant of a ventricular assist device (vad) or heart transplant. There were leads which exhibited diminished sensing, dislodgements, or lead fracture in which revisions were performed. The status of the devices and leads is unknown. No additional adverse patient effects or product performance issues were reported.